Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Blood glucose value was unknown at the time of the incident. Customer stated the retainer ring that holds the reservoir in place came off. Customer also mentioned the belt clip broke. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use. The customer requested a letter of analysis.

Manufacturer narrative:
The insulin pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The insulin pump was received with broken reservoir tube lip, scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window.